Manufacturer narrative:
Product ID 3778-45, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type lead, product ID 3777-45, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type lead, product ID 37752, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type recharger, product ID 37743, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type programmer, patient. (B)(4).

Event description:
It was initially reported that the patient had a loss of therapeutic effect. Since (B)(6), her pain was bad and would run down her leg to her calf. There was no known accident or incident related to this. The patient was going to make an appointment to meet with the manufacturer representative for a reprogramming session. Subsequent information received reported that there was a lead fracture/break. The patient symptoms were reported as shocking sensation and painful device. There was a surgical intervention on (B)(6) 2012 which resulted in explant. The patient did not require hospitalization. The patient outcome was reported as serious injury/illness recovered with sequelae.